Event description:
User facility mandatory medwatch received, which stated the following: "after a pt care assistant turned the pt onto their side, the pt's IV tubing dislodged. The pt care assistant proceeded to re-connect the tubing to what they thought was the appropriate port. The IV tubing was actually reconnected to the pt's trach cuff inflation port. Approx a little over one hour later, the pt respiratory arrested and code blue was initiated. Approximately 20 cc's of fluid had infused into the trach cuff. The code was unsuccessful." Upon further query the following info was provided: the customer contact indicated that the pt was receiving an infusion of lactated ringers at a rate of 75 ml/hr. At approximately 1830, the nurse was called to the pt's room because the IV pump was alarming with a unspecified message. At that time, the code blue was called. The customer contact stated that they were of the opinion that an operator error in connecting the device caused the event.